Manufacturer narrative:
(B)(4). Quest medical, inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.

Event description:
The nurse manager of the hospital reported that this IV extension set had disassembled during use on (B)(6) 2012. She said the pt was an infant with a broviac central line. She reported that the baby was being held by a nurse when the nurse observed blood on the infant's blanket. This alerted the nurse to the leakage in the IV extension set. The device (lot number unknown) was returned to the manufacturer for analysis. Follow up on the pt found that the baby is stable with no complications as a result of the incident. No further info is available at this time.